Event description:
It was reported that a patient experienced a post operation pressure spike and was sent to the emergency room after use of healon endocoat. Attempts to obtain additional information were conducted but no response has been received to date.

Manufacturer narrative:
Patient information was requested but not provided. Date of event - this event reportedly occurred two (2) weeks prior to the date aware of this report which would have been (B)(4) 2014. Device was discarded by the user. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
A review of the manufacturing batch record, review of complaint history, product archive testing to confirm specification adherence, (sterility, particulates, ph, endotoxin, and osmolality) was conducted. Review of the manufacturing batch records found no deviations that could likely contribute to the reported intraocular pressure (iop) following the use of healon endocoat lot 025143. All product testing met specification for both in-process and final release. The testing of the archive samples for lot 025143 confirms the results from the final release testing. Review of the complaint database found no other complaints associated with elevated iop for all finished device lots produced from source lot 025173. The reported issue is consistent with known potential reactions observed after the use of dispersive ophthalmic viscosurgical devices (ovd¿s) as indicated in the instructions for use (IFU). Based on the review of the archive sample testing, complaint database, and the manufacturing batch records, the root cause of the reported issue is not likely associated with a manufacturing assignable cause.